Manufacturer narrative:
The event product was not returned to applied medical for evaluation. In the absence of the subject device it is difficult to confirm the root cause. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap gastric sleeve - "after successful fios optical insertion of the trocar, they removed obturator and camera, and then reinserted the camera into the cannula and began to move the trocar around inside the abdomen. At that point, the cannula broke in half at the center of the shaft - it was still connected by a piece and the trocar was removed without patient injury. When the rep saw the trocar after the case, it was in two separate pieces." Type of intervention: "replaced with another trocar." Patient status - "no patient injury."